Event description:
A pt was injected with radiesse dermal filler in the nose to correct an irregularity following prior rhinoplasty. The pt developed symptoms of necrosis, pustules and profound swelling of the face. The pt was treated with steroids, local antibiotic cream and oral antibiotics. The symptoms have mostly resolved at the time of this report.

Manufacturer narrative:
The report indicated that the patient's symptoms had almost completely resolved. This event occurred in (B) (6). Radiesse dermal filler is approved for shipment/distribution to (B) (6). Radiesse is not approved for nose injections in the united states. The device history records for radiesse lot 1016329 were reviewed. All required testing specifications were met prior to release and there were no abnormalities noted for either lot.